Event description:
During implant high impedance was observed. The physician suspected that the rv lead had perforated the ventricular wall, the echo image showed small effusion pericardial. The lead was repositioned. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.